Manufacturer narrative:
Na.

Event description:
Four similar events are reported by the same unit. Approximately 2 hours into hemodialysis treatment an air leak and blood leak occurred due to damage on the pump segment tubing. Ebl = 20cc. A new line was set up to complete treatment. No medical intervention was required. The actual complaint sample was returned to the manufacturer, evaluation of this sample shows a rough cut in the pump segment tubing surrounded by an area of abrasion that was caused by the machine pump roller. The facility is working directly with the machine manufacturer to resolve issue. Review of the bloodline manufacturing records and evaluation of samples from the reported lots show that the blood tubing sets met all design and quality criteria.